Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 05/31/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient's mother stated that it was over 50 points off. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.